Manufacturer narrative:
Date of submission 08-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: during investigation, the pump was powered on and there was no audible alarm. The pump cover was opened and the piezo contacts were found to be misaligned. The contacts were realigned and the pump was fully functional.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.